Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 23mmol/l which was treated with manual injection. Customer's current blood glucose was 20.7mmol/l. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.